Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and the ketone level was moderate. The cause was not known. The infusion set site was changed and insulin injections were administered. A pump system check was performed and no device issues were identified. Upon follow-up, bg level had lowered to 130 mg/dl and the ketone test was negative. The customer required no further assistance.